Event description:
At 03:50 on 3/10/99, ventilator alarmed on pt. The rn entered room immediately and initiated ambu ventilation. Vent screen displayed "vent inop". Replaced ventilator with a new one. No effect to the pt.